Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No motor error alarm noted. The motor was tested outside of the device and passed. All operating currents tested within the specification range and passed off no power test. The insulin pump was monitored and tested with no off no power alert, low battery alert and dead battery noted. The drive support cap was inspected and no anomaly was noted. The insulin pump was received with cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer's blood glucose level was 155 mg/dl at the time of the incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.